Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was hospitalized and experienced high blood glucose of 33.5 mmol/l. Troubleshooting was not performed for high blood glucose level. It was reported that the customer was vomiting. The product will not be returned for analysis.